Event description:
The customer reported that the sensors damaged. The trainer asked the customer to call in. The customer was getting a lot of low sensor glucose readings. The trainer stated it was because he slept on his stomach. The customer's blood glucose was unknown. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Findings: there was a reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed for high readings.